Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was tested with a test ancillary trocar and the connection was noted to be conforming. Event could not be confirmed as no ancillary trocar was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The surgeon reported that he was preparing the anvil on the back table. He noticed that the ancillary trocar was not connecting as normal. The surgeon did not feel comfortable that it may or may not work properly. The device was not used on the patient. Another device was used to complete the case. There was no adverse consequence to the patient.